Manufacturer narrative:
Investigation is currently in process. Once completed a follow-up medwatch 3500a will be submitted.

Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor, stated there was no failure found with the returned impactor. The distributor investigation attributed the malfunction to user error. No further investigation is required. Complaint information provided by smith & nephew. Complaint sample not returned to the manufacturer (greatbatch). Not returned to manufacturer.

Manufacturer narrative:
(B)(4) is not the legal manufacturer of the device involved in this incident.

Event description:
Customer reports on (B)(6) 2014; the impactor is getting stuck in implant during an unk procedure. The surgeon is unable to remove it after impacting shell, because it will not un-thread. Customer states there was a delay in surgery of greater than 30 minutes. No additional info was provided on pt outcome. Pt age and gender are unk.